Event description:
It was reported that the guide wire was being used during a ptca/stent procedure and multiple devices were used over the guide wire. A stent was then placed in the coronary and the guide wire was retracted. Reportedly, resistance was encountered during removal and then the guide wire snapped, leaving the distal end inside the pt. Another stent was used to sandwich the guide wire tip between it and the previously deployed stent. The guide wire tip remains in the pt.